Manufacturer narrative:
The device is not available for return and is the subject of a legal matter. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported by attorney: patient came in with pain. An x-ray of the hip and thigh on the left in two planes revealed the following findings: urgent suspicion of refracture of the previously described subtrochanteric femur fracture. The fracture gap is clearly visible. Buckling of the gamma nail at the level of the femoral neck screw as an indication of material breakage. Osteopenia. Revision on (B)(6) 2016. Gamma nail was removed and a new one was implanted. Stryker also became aware that patient has died on (B)(6) 2017. The cause of the death is unknown therefore the event will be reported separately.

Manufacturer narrative:
The reported event could be confirmed, based only on the pictures of the broken gamma nail provided. The device was not returned but pictures were provided by the legal department. The visual inspection of the pictures could confirm that the reported nail was indeed broken at the level of the lag screw hole. No other statements could be extracted from the pictures, due to their very low resolution. An analysis of the lag screw or the breakage surface of the nail could not be made. Based on the documents received (surgery report and operative report, but no x-rays and no patient information such as weight, height, etc.), the expertise of a medical consultant was requested. His comments (excerpts): "the initial fracture was a pathological subtrochanteric fracture. These are very difficult to treat and the primary cause (of the fracture) needs to be treated as well, for example there might be a need for post-operative radiation therapy on the leg and other places were metastasis of the renal carcinoma appeared in the bones." However, the documents provided were not enough to assess the case, since the x-rays were not provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported by attorney: patient came in with pain. An x-ray of the hip and thigh on the left in two planes revealed the following findings: urgent suspicion of refracture of the previously described subtrochanteric femur fracture. The fracture gap is clearly visible. Buckling of the gamma nail at the level of the femoral neck screw as an indication of material breakage. Osteopenia. Revision on (B)(6) 2016. Gamma nail was removed and a new one was implanted. Stryker also became aware that patient has died on (B)(6) 2017. The cause of the death is unknown therefore the event will be reported separately.

Event description:
As reported by attorney: patient came in with pain. An x-ray of the hip and thigh on the left in two planes revealed the following findings: urgent suspicion of refracture of the previously described subtrochanteric femur fracture. The fracture gap is clearly visible. Buckling of the gamma nail at the level of the femoral neck screw as an indication of material breakage. Osteopenia. Revision on 21.12.2016. Gamma nail was removed and a new one was implanted. Stryker also became aware that patient has died on (B)(6) 2017. The cause of the death is unknown therefore the event will be reported separately.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Multiple attempts to retrieve this information has been made, but were unsuccessful. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.